Manufacturer narrative:
Per report, the balloon burst at 1.5 seconds therefore the previously noted statement "balloon inflation was held for more than 3 seconds during deployment" is incorrect and has been removed.

Manufacturer narrative:
Method/results: the rf3 delivery device was returned to edwards lifesciences for evaluation. Preliminary investigation revealed a longitudinal tear along the length of the balloon. Visual inspection of the balloon tear line under magnification did not reveal any surface defects. Balloon single and double wall thickness was measured in several locations and found to meet specification. Follow up examination pending.

Event description:
As reported by the edwards clinical specialist (fcs), during deployment of a 23mm sapien valve, the rf3 balloon ruptured within 1.5 seconds. Per report, the frame did not look fully deployed. A post deployment echocardiogram confirmed mild to moderate paravalular leak with less than 1+ ccntral ai. The valve was post dilated with a 22mm z-med balloon (non edwards) and repeat echocardiogram showed no pvl and less than 1+ central ai.

Manufacturer narrative:
The rf3 delivery system balloon burst complaint was confirmed; however, no manufacturing non-conformances were found in the returned sample. It is possible that the event was associated with a patient factor (e.g. A sharp piece of calcium in the annulus). Balloon rupture is a known potential risk associated with transcatheter valve deployment. Historical balloon rupture complaints have been analyzed and summarized in technical summary 'risk of balloon burst in calcified aortic annulus conclusions' (ts). The ts provides a rationale as to why it is very unlikely that a product malfunction contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.